Event description:
It was reported "iab failed to unwrap". Addition information states " failed to unwrap on the distall tip. Theyvisualized under fluoro that the distal tip would not inflate. [The user] did not attempt to manually inflate, but insteadremoved and replaced the iab without difficulty or incidence." The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint of iab "failed to unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "iab failed to unwrap". Addition information states " failed to unwrap on the distally tip. They visualized under fluoro that the distal tip would not inflate. [The user] did not attempt to manually inflate, but instead removed and replaced the iab without difficulty or incidence." The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical".